Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/17/2022, it was reported by a sales representative via email that an ar-1938pss peek knotless suturetak anchor broke off during insertion. This was discovered during an unspecified procedure on (B)(6) 2022. All broken fragments were retrieved.